Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen clinically after a transtelephonic check revealed a rate of 63 ppm with an av delay of 120ms. Interrogation revealed measured battery data of 1.9v to 1.96v, 33ua, 16.8 kohms to 18 kohms and an rrt flag. The device was subsequently replaced.